Event description:
It was reported that the customer experienced high blood glucose and that the serter had a bent catch arm. The blood glucose reading was 400 mg/dl, which was treated with insulin. The customer advised that she felt fine. She noted that the serter did not release with the sensor after the second button press. Advised replacement of the serter. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.